Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2 ml patient control module (pcm) was involved in an overinfusion incident while attached to a basal/bolus infusor. This occurred during patient infusion of an unknown drug. The reporter stated that a free flow seemed to occur and the pcm reservoir did not expand. The reporter also stated that after the event, a physician tested the pcm by filling it with a syringe, and flow was observed without pushing the pcm button. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this patient/event.

Manufacturer narrative:
(B)(4). The lot was manufactured from 08/08/2013 to 08/14/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One used pcm unit was received attached to an infusor unit. Upon receipt, visual inspection of the pcm showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was subsequently performed on the pcm alone. As a result, the pcm was within specification. During the functional test, the pcm¿s reservoir expanded normally. No evidence of defect was observed from the pcm¿s reservoir. The pcm unit was connected to a syringe then filled with water, and flow was not observed coming out of the pcm¿s luer. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.